Event description:
Hcp reported the patient was brought to the e.r. With symptoms of overdose following a seizure. The patient had been receiving periodic boluses every 2 hours. The patient had symptoms of overdose including "darting" eyes, being increasingly non repsonsive, and being extremely flaccid. The patient was reported to have had a refill approx 2 weeks before this event and that a 10% dose increase was programmed for the pump. The patient was admitted to the intensive care unit. The pump mode was changed to simple continuous and the amount was decreased twice (10-20% each time). Hcp reported the patient was doing fine. Hcp believes this event occurred secondary to elevation changes.